Event description:
Incident as reported. Right forearm arterial embolectomy - "tip of the embolectomy catheter fr. 3 was found broken and left inside distal radial side, deep to inter-osseous level after retrieved from the wound. X-ray screening was done immediately and the tip of catheter shown in x-ray screening. Orthopaedic surgeon was called in for surgical procedure for removal of the broken tip." Pt status: fine. Type of intervention: open approach to remove the broken catheter's tip.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided within 30 days or upon completion of investigation.